Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged low oxygen levels, dizziness, and serious skin eruptions that are breaking out constantly while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.